Event description:
It was reported that the device did not stop running. No case reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of mdu running continuously could not be reproduced. Product failed functional testing with blade stall error. Cause of blade stall error is a corroded gearbox. All 3 buttons perform as expected. The complaint of mdu running continuously was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.